Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated the sensor was "acting crazy" after a full body pat at tsa (transportation security administration). The patient reported her tandem pump display device beeped 3x after she went through the body scan. It was not documented what the alert was for. After an hour, the cgm value reportedly went way up high and then went to low 40s mg/dl. At an unspecified point, the cgm value was low. The patient experienced feelings of hypoglycemia including confusion, disorientation, and incoherence. The spouse provided carbohydrates and called 911. When the emergency medical technician (emt) arrived, they checked her bg and it was low 41-45 mg/dl. The patient was unsure of the cgm value at that time, but it was around low 40 mg/dl. The patient was not taken to the hospital, but they gave her loads of liquid sugar to boost her glucose level. Of note, the patient said she remembered seeing some red color on the transmitter pod before when they were at the airport, when the tandem kept alerting. At the time of the report, the patient said that she was feeling better and her bg was 238 mg/dl and going down slowly. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).